Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl due to needing settings adjustments. Customer consumed glucose tablets address low bg. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.